Manufacturer narrative:
Batch review performed on 30 october 2020: lot 155452: (B)(4) items manufactured and released on 25 may-2018. Expiration date: 24-apr-2023. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without 1 similar reported event.

Event description:
1 month after previous revision surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully. Previously the patient had revised al components due to subsidence of the tibial component on (B)(6) 2020. On (B)(6) 2018 the patient had an infection and liner revision.